Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status in august. This was sooner than expected. It was also reported that the monitoring voltage was 2.62 volts while the charge time was 22.3 seconds. A boston scientific technical services consultant discussed the extended charge times at middle of life, and recommended device replacement since eri was declared over three months ago.